Event description:
It was reported the lead was explanted due to varying capture threshold and declined sensing amplitude. The patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Initial reporter: company representative.